Event description:
On (B)(6), impossible to drain the collection bag, even if the bag was changed. It was necessary to use a syringe. The edsiii was placed the day before, on (B)(6). No clinical consequence noted. Infection risk. Incident reported to the ansm by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Correction. The lot number in the initial report was found to not be valid in our system. As a result a review of the device history records could not be performed. Upon completion of the investigation, it was noted that the customer¿s complaint could not be confirmed. When visually inspected, it was noted that biological debris had come into contact with the filter in the drip chamber; this could be due to the eds iii being laid down when moving the patient. The drip chamber stopcock was tested and passed. The root cause of the problem reported by the customer could not be determined, as the purified water flowed from the drip chamber into the collection bag. A review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation, no further action is required. At the present time this complaint is considered closed. Trends will be monitored for this and similar complaints.

Manufacturer narrative:
The sample was not returned for evaluation. The complaint could not be verified. The lot number for the device is unknown; product code 82-1732. The lot number given could not be found in our system. It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
The device has been returned for investigation. Upon completion of the investigation a follow up report will be filed.

Event description:
11/6/2014 this complaint has been re-opened per the request of the investigation facility as the device was returned on 11/6/2014 for investigation. Upon completion of the investigation a follow up report will be filed.